Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose; cause was unknown. Customer reverted to alternate pump for insulin therapy. Although requested, no additional information was provided.

Manufacturer narrative:
Clinical diabetes specialist met with customer and customer resumed pump therapy. Customer reported that diabetic ketoacidosis was related to a bent autosoft 90 infusion set cannula. Customer reverted to trusteel infusion set. Clinical diabetes specialist observed that customer was performing cartridge and infusion set change correctly. No other issues were reported.